Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.00/+2.5/168 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the patient experienced glare/haloes and the problem was resolved. The cause of the event was unknown.